Manufacturer narrative:
Pt demographic unk. Device manufacture date unk. Medtronic rep replaced camera cable, per RMA and tested system after replacement. System was performing as intended. No impact on pt outcome.

Event description:
Medtronic rep reported black status with the system during navigation. Event found to be directly related to damaged camera cable. Site continued navigation for the rest of the case as manipulation of the cable made camera track appropriately. No impact on pt outcome reported.